Manufacturer narrative:
Siemens completed the investigation of the reported occurrence with the following result. It was determined that no system malfunction had occurred. The incident was a result of the nurse simultaneously touching the handle bar and the safety switch by accident. Correct handling of the unit is described in the operators manual xpr8-270.620.01.01.02, page 54.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an injury occurred while operating the mobilett mira max system. After positioning the mobilett mira next to the patient bed, the nurse positioned the wireless detector behind the patient. While positioning the wireless detector, the nurse had one foot placed underneath the mobilett chasis behind the front wheels. The motor handle bar was pressed by another person, advancing the mobilett forward approximately 10cm. The nurses shoe was torn and their foot required a suture. There was no impact to the state of health of the patient involved.